Manufacturer narrative:
The device involved in the reported event was disposed at the facility and is not available for evaluation.

Event description:
A report received from a user facility in (B)(6) stated that the surgeon observed a glistening residue in the sideport incision after using the e7595 ophthalmic knife. Although there was no reported impact to the patient at the time of the event, the surgeon prescribed an extra high dose of tobradex as a precaution. The patient will be seen again after 6 weeks of treatment.